Manufacturer narrative:
Additional information received indicates that the product was in contact with the patient; however, there was no clinical consequence or injury to the patient. The event led to an increase of surgery time (time to find the broken part in the patient). The forceps cev405 was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit verified the complaint as valid. The fixed jaw was broken; the fragment was returned. No manufacturing defect was found, the thickness is compliant. The sheath is damaged near the jaws, and the tube of the forceps is bent. Root cause - considering the manufacturing date and that there was no servicing at microfrance, the reported event is probably due to an normal wear and tear of the device. The IFU nt060 mentions that "inspect components for any damage. If damage is observed, do not use the instrument until it is repaired."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the jaw of the forceps cev405 broke in the patient's abdomen during cholecystectomy by laparoscopy. The metallic part of the forceps was lost in the abdomen, and they had to search with an image intensifier to find the broken part. No surgical delay or patient injury was reported.